Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. The pump reportedly powered off unexpectedly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the black box indicated rebooting had occurred. Visual inspection revealed no damage to the battery compartment or battery cap. The pump powers on appropriately with functional auditory and vibratory features. The battery cap secures appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated during investigation.